Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the relevant dimensions were checked and no deviation was found. The thread of the driving cap hole is functional as required. No manufacturing related fault could be detected.

Manufacturer narrative:
A product development event evaluation was conducted. The issue was previously addressed, a CAPA initiated and no further design changes necessary. The design risk assessment adequately addresses the complaint event.

Event description:
This is 2 of 4 reports for the same event, (B)(4).

Event description:
Im nailing of a proximal one third tibial shaft fracture, date of fracture unknown: the case was going fine but the initial nail that was inserted was too short. When the surgeon took the nail out to put a new one in, the nail got stuck in the instrument. The driving cap broke off inside the insertion handle and the nail got cold welded onto the sleeve. No adverse effect to the patient was noted. This is 2 of 4 reports for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.